Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation on (B)(6) 2016, loop electrosurgical excision procedure in 2016, gallbladder operation in 2014 and pelvic pain, menorrhagia, back pain, migraine, dysmenorrhea, anemia, back pain, diabetes, cervical cancer, dysfunctional uterine bleeding, cholecystectomy, anxiety, vaginal bleeding and ovarian cyst. The patient had a family history of diabetes, ovarian cancer, cervical cancer and uterine cancer. In 2010, the patient had essure inserted. On (B)(6) 2017,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: (B)(6) 2016 - novasure endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: endometrial curettings are about 4 layers of translucent light yellow greysoft tissues measuring 0.5- 1 cm in greatest dimensions mixed with the mucus and blood clot aggregating volume of 0.8 ml.; on (B)(6) 2017: both fallopian tubes measure 7 cm long and averaging 0.9 cm in diameter. Both tubes exhibit the medial third length of the lumen with two delicate, intertwined metallic wires. Otherwise, there are no significant gross abnormalities of the fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation on (B)(6) 2016, loop electrosurgical excision procedure in 2016, gallbladder operation in 2014 and pelvic pain, menorrhagia, back pain, migraine, dysmenorrhea, anemia, back pain, diabetes, cervical cancer, dysfunctional uterine bleeding, cholecystectomy, anxiety, vaginal bleeding and ovarian cyst. The patient had a family history of diabetes, ovarian cancer, cervical cancer and uterine cancer. In 2010, the patient had essure inserted. On (B)(6) 2017,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: (B)(6) 2016 - novasure endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: endometrial curettings are about 4 layers of translucent light yellow greysoft tissues measuring 0.5- 1 cm in greatest dimensions mixed with the mucus and blood clot aggregating volume of 0.8 ml.; on 19-sep-2017: both fallopian tubes measure 7 cm long and averaging 0.9 cm in diameter. Both tubes exhibit the medial third length of the lumen with two delicate, intertwined metallic wires. Otherwise, there are no significant gross abnormalities of the fallopian tubes. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.